Manufacturer narrative:
The warnings in the package insert states "general tissue sensitivity at the skin/electrode site with unknown specific etiology may occur. This tissue sensitivity may be caused by the electrode gel, excess perspiration or a combination of both." The lot number is unknown; therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient stated after using the 72r electrodes she broke out in a rash with red bumps. She reported using over the counter cream and went to see her dermatologist, who prescribed a new cream to use. The brand name and type of cream/ointment is unknown at this time.